Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: device was sent in for repair because when in use, device vibrates strongly, making it impossible to use. This is report 1 of 1 for this event (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). An investigation of service history for the device reported the sagittal saw attachment has not been in for service. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.